Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that her stimulation "shut off last year and then it turned back on, then I got it replaced in (B)(6) of this year." The patient is implanted for movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the device did not shut off, and that it was the patient programmer which did not work. To resolve the issue the patient talked to a manufacturer representative (rep) and had them get a new programmer.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.